Event description:
It was reported a 6f angio-seal sts plus vascular closure device was used to seal the arteriotomy site post percutaneous procedure. Upon deployment, the physician's stick was at a lower angle due to the patient's large abdomen. The device was deployed, but bleeding occurred which was controlled by immediate manual compression and a femostop. Subsequently, the patient lost distal pulses and the foot became cold. The pt returned to the radiology department for another look and a filing defect was found at the puncture site with distal embolization. The patient was transferred to surgery where the foreign material was removed. The angio-seal was removed. Four days later, the patient returned to radiology for an embolectomy procedure for distal emboli after being on retavase overnight.